Manufacturer narrative:
This event is occurred due to an operator error. Based on the discussion with customer, the siemens representative found out that side was using a non-unique valve in a field which is required to be unique. Additionally the incorrect demographics returned were accepted by the operator. Instrument is performing as intended.

Event description:
Customer reported that rapidcomm (data management system) displayed erroneous pt demographics. Customer indicated that when they scanned the pt visit number # (B)(6), it was identified correctly on the analyzer as pt # 1 and sent info to data management system but data management system erroneously displayed pt # 2 demographics with same visit # (B)(6). There was no injury reported due to this event.